Manufacturer narrative:
A ge service rep performed an on site investigation. The customer indicated they would resolve the issue. No conclusion can be drawn as repair info is unavailable. However, no reports of pt or staff injury were reported.

Event description:
The customer reported, the system failed to boot up. No report of pt injury.